Event description:
The technician alleged that the foot brake casters swivel while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the foot brake casters to resolve the issue.